Event description:
The customer reported that a flame appeared two times between the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.